Event description:
According to the reporter, during a procedure, the thread broke easily at the needle and also while knotting. To resolve the issue, a new suture was used.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.